Event description:
It was reported that a novum iq large volume pump over-infused bumetanide during patient therapy in the cardiovascular intensive care unit (cicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-01404. All information can be found under manufacturer report number 1416980-2025-01404. Should additional relevant information become available, a supplemental report will be submitted.